Event description:
During an avnrt procedure, after a few ablations, a steam pop occurred leading to a transient av block for 20 seconds. The rf delivery was terminated immediately. Post ablation ep diagnostic study revealed that the avnrt endpoint ablation was achieved. There were no adverse changes in the ECG as informed by the physician. The pt recovered and was discharged within 24 hrs of the event. The generator setting used during the ablation was 65 degree celsius/50 watts.

Manufacturer narrative:
The investigation is still in progress; however, has not been completed. A supplemental report will be submitted once it is completed. The catheter used in this procedure was a biosense webster celsius tc thermocouple catheter. However, the catheter was a reprocessed catheter by the users/facility. That device was not returned, and will not be investigated by biosense webster.